Event description:
It was reported that the atrial channel of the analyzer was picking up far-field r-waves and pacing the ventricle, even though the lead was confirmed in the atrium. Changed to different cables and far-field and ventricular pacing went away. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.